Event description:
It was reported that when the devices were used during an unknown procedure, the device bent while trying to insert into the abdomen. The surgeon then tried to straighten it out and the cannula broke and tore the housings. Opened another device to complete the case. There was no consequence to pt.